Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-05770. It was reported the patient is experiencing a ¿pulling/grabbing¿ sensation from the leads in the occipital region that seems to be impeding therapy. Multiple sessions to attempt reprogramming have been unsuccessful, and x-rays have revealed no lead migration. Patient may be pending revision for both occipital leads.